Manufacturer narrative:
(B)(4). Date sent: 08/17/2025. D4: batch #331d68. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was received for analysis with no apparent damaged and with a gst45b reload loaded on the device. The reload was received partially fired 1/4. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. Although it could not be determined the cause of the reported incident, proper usage of the endo linear cutters - echelon 45mm is important to ensure functionality. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ec45a with lot number 395d78; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 331d68, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic colon resection; the scrub nurse passed a loaded stapler with closed jaws to the surgeon so that he could insert it into the abdomen through the trocar. Once inside, the surgeon attempted to open the jaws but was unsuccessful. After several attempts, the stapler finally opened. Despite the incident, the decision was made to proceed. The surgeon positioned the tissue between the jaws and closed them. However, not being satisfied with the amount of tissue involved, he tried to reopen the jaws but struggled again. After various attempts, he was finally able to open the stapler but decided to change the device to continue the procedure. The procedure was completed with a delay of 20 minutes. There was no patient consequence nor surgical delay reported. No additional information provided.